Manufacturer narrative:
Covidien reference number (B)(4). The service engineer (se)inspected the device and verified that the ventilator was giving a safety valve open (svo) and graphical user interface (gui) inoperable alarm. Se replaced the gui printed circuit board (pcb). The ventilator passed all the required testing.

Event description:
It was reported that the ventilator had a blank display during patient use. The patient was transferred to another ventilator with no harm.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.